Manufacturer narrative:
The technician isolated the issue to the right outside siderail control panel. He replaced the control panel to repair the bed.

Event description:
Info received indicates when the bed is plugged into a power source; the head section will rise by itself.